Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hysteroscopic hydrothermal ablation of the endometrium". The patient's medical history included abdominal pain, cramp in lower abdomen, irregular menstrual cycle, dysmenorrhea, elevated bp, intrauterine device removal, d & c, pelvic mass, hydrosalpinx, gravida ii, parity 2, multiple caesarean sections and endometriosis. Previously administered products included for an unreported indication: lupron. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2009 to (B)(6) 2009. The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingo-oophorectomy,extensive adhesiolyiss). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: there were four rings present visible in the uterine cavity on the left side. The right side tube had one ring. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. On 28-apr-2021: fu 1&2 process together-pif received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. Other product or product use issues identified: medical device monitoring error "hysteroscopic hydrothermal ablation of the endometrium". The patient's medical history included abdominal pain, cramp in lower abdomen, irregular menstrual cycle, dysmenorrhea, elevated bp, intrauterine device removal, d & c, pelvic mass, hydrosalpinx, gravida ii, parity 2, c-section and endometriosis. Previously administered products included for an unreported indication: lupron. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2009. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, extensive adhesiolysis). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: there were four rings present visible in the uterine cavity on the left side. The right side tube had one ring. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.